Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with loose epithelium in both eyes(ou) and an epithelial defect in the left eye(os) at post treatment. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient complained of blurred vision and irregular astigmatism. Patient reported the symptoms are interfering with daily activities. A bandage contact lens was placed. Bcva from (B)(6) 2018: right eye pre-op 20/20 -.50 x -2.50 x 168, left eye pre-op 20/20 -.75 x -2.50 x 27. Bcva from (B)(6) 2018: right eye post-op 20/25, left eye post-op 20/20.